Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the torn delivery system balloon cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (access vessel mld <5mm with severe calcification and severe tortuosity) likely contributed to the torn balloon and reported difficulties encountered during the attempted withdrawal of the delivery system and valve through the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), a transfemoral valve in valve procedure (a 26mm sapien xt valve in a pre-existing edwards perimount aortic valve) was planned. An attempt was made to insert an 18fr esheath; however, the esheath could not be inserted due to patient factors. The decision was made to switch to a 26mm sapien 3 valve and system. A 14fr esheath was then inserted. Force was required during insertion, but the esheath went in. During the advancement of the commander delivery system and valve through the sheath, extreme force was applied in order to advance the valve through the sheath. With pushing and pulling, the delivery system and valve managed to get through the sheath. Afterwards, the valve alignment worked &#50123;&#56224; tracking through the arch and crossing the pre-existing valve was okay as well. However, during valve deployment, no inflation of the balloon occurred. The delivery system balloon appeared to have been damaged / torn during the maneuvers to get it through the sheath. Due to the patient's anatomy, it was not possible to retrieve the valve back through the sheath. The decision was made to gain access via the transapical (ta) approach. The commander delivery system was then pushed far enough that the valve crossed the apex. The valve was removed from the balloon. The delivery system was then pulled back and removed through the esheath. No vascular/vessel injury was reported. A new sapien 3 valve was prepared and successfully implanted via the ta approach. The procedure was completed. At the time of this report, the patient was doing well. The commander delivery system and esheath were discarded and are not available for evaluation. The access vessel minimum luminal diameter (mld) measured less than 5mm with severe calcification and severe tortuosity reported. It was perceived that patient factors and procedural factors (procedure approach, force applied to device) caused this event.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-03160.